Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported that the center round connection where the cable is inserted vibrates more than other units on hand. Since the event occurred during a non-clinical activity, there were no patient involvement during this event.